Event description:
Procedure: lavh. Reportedly, the jaws would not open after sealing cycle,it did lock on the tissue. A lap scissors was used to cut device from pedicle. It was removed by cutting around the instrument with lap scissors after a complete seal was made. There was no blood loss or tissue loss as a result. Device was being used on the last pedicle in an lavh and was safely removed.